Event description:
Upon opening package of blood transfusion tubing, the chamber was noted to be discolored. Upon evaluation of other tubing, others were found to be discolored versus clear as they should be. The inventory found was pulled from stock and set aside. None of the packages were noted to be expired. The darkest chamber tubing has an expiration date of 03/20/2024. The lot number of the darkest is listed. However, there are multiple packages: exp date: 12/13/2025 lot: (10)22125274 (2), exp date: 02/20/2026 lot: (10)23025287 (1), exp date: 04/17/2026 lot: (10)23045200 (1), exp date: 05/08/2026 lot: (10)23055165 (3), exp date: 05/24/2026 lot: (10)23055407 (1), exp date: 06/22/2026 lot: (10)23065377 (1).